Manufacturer narrative:
D4 - expiration date and d4 - primary UDI number: correction. D9: date returned to mfg.: 5/27/2025. H3 and h6. Codes: updated. Device evaluation: one reservoir cassette was received in new condition. As received, there were no damages or anomalies observed. To replicate clinical use, the cassette was filled with 250ml of reverse osmosis (ro) water as per instruction for use (IFU) using an ICU medical provided syringe. The cassette was then installed onto a cadd-solis 2110 pump and 10ml of priming was performed. The pump was then programmed at a 100ml/hour continuous rate, and the latch was closed, and the pump was locked. No pump alarms were observed when starting the pump. The pump ran for approximately 2.5 hours until the cassette was empty. No cassette disconnection alarms were observed. The complaint of a no disposable alarm cannot be confirmed nor replicated. A device history record (DHR) review showed no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that they had an issue with a 250ml cassette that was connected to a patient for a 46-hour 5fu infusion. At hour and 30 minutes, they heard an alarm beeping that the cassette was disconnected but it was still intact and locked on the pump. When the patient arrived at the center, they inspected but saw nothing unusual. They disconnected and reconnected with two other pumps which both had the same result. The event occurred while in use with patient at patient's home. There was no harm reported.